Event description:
It was reported that a post market clinical study patient underwent a kyphoplasty procedure on level t12. A cement extravasation in the upper disc to level t12 was noted. There were no patient complications. No additional information was reported.

Manufacturer narrative:
Method - other; device not returned, follow up with representative.